Event description:
The customer stated that one pt sample generated an architect c8000 creatinine assay result of 372 umol/l. The result was reported. The physician questioned the result. Upon repeat, results of 115 umol/l, 116 umol/l, 118 umol/l and 116 umol/l were generated.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.